Event description:
Status posterior lumbar fusion l2 to s1 and extension t-10 to s1; pt lifted object and heard a pop. X-ray revealed two broken rods. Surgeon removed the broken rods and revised using one (1) long rod. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Extension t10 to s1 implanted in 2008. The investigation could not be completed, no conclusive could be drawn, as no product was returned. A device history record review has been requested.